Manufacturer narrative:
The sensor was successfully removed during second removal attempt on (B)(6) 2026.

Event description:
Senseonics was made aware of an incident where ascensia representative reported an unsuccessful removal attempt of sensor located in the user's left arm. It was confirmed that an incision was made in an attempt to remove the sensor. At the time of the call, the user was reported to be doing okay.the hcp did not recall whether the sensor was palpable prior to the incision. The hcp also did not recall whether a transmitter was used to assist with localization. Ultrasound and magnet were not used during this attempt. The hcp plans to perform another removal attempt using an ultrasound scanner for sensor localization.a tentative date for the next removal procedure has not been provided. The case remains pending until confirmation is received. According to dms, the user is currently using the system with a new sensor and is receiving up-to-date sensor data.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.